Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited a sudden out-of-range increase in pace impedance measurements and high pacing thresholds several months post implant; a lead fracture was suspected. As the patient is not pacemaker dependent the device was reprogrammed to right ventricular only therapy. No adverse patient effects were reported.